Event description:
The consumer was driving down the ramp when another student distracted him and he allegedly drove off the ramp, tipping over the wheelchair.

Manufacturer narrative:
Device is no longer in warranty and had been in use for 4.5 years with no prior incidents. Dealer advised while user was transgressing a ramp they had become distracted and accidentally drove off the ramp. User reportedly was hospitalized for 4 days. Manufacturer received no conformation regarding injuries and/or hospital stay. No malfunction apparent. As a conservative measure MDR filed based on alleged hospital stay.